Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that the wake button was intermittently sticking. Customer's blood glucose was approximately 300 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.